Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the stretchers head section and gas spring. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a stretcher randomly moving up and down on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the totalcare bed would move the head section on its own. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.